Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. Physical evaluation of the returned device confirms the user's report is plausible. There are signs of wear that indicate particles could have separated from the device and fell into the patient. Insertion tube condition (leaking), light guide tube condition (delamination evident), the outer layers beginning to peel away. This report will be updated upon completion of the evaluation or upon receipt of additional relevant information.

Event description:
The customer reports a colonovideoscope was used on a patient. It was wet-vaced and store for 11 days. On the 11th day, the scope was used on an adult patient. The scope was inspected at the bedside prior to the procedure (a diagnostic colonoscopy). There were no noted abnormalities prior to the procedure. The procedure was completed and when the scope was returned, there was clear damage to the rubber on the insertion tube. The scope was sent to decontamination. When the physician was asked, he responded by saying that he thought he saw some black flakes but completed procedure with no other issues. There were no device particles removed from the patient. There were no additional consequences to the patient as a result of this occurrence the head of infection control inquired with the team at regarding who the scope had been used on last, and if the previous patient was infection risk. The conclusion, no there was no risk and the patient did not need to be informed as there was no concern for infection.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the evaluation of the device, and additional information based on the legal manufacturer's final investigation. During initial inspection of the returned device, extensive chemical damage was observed on the insertion tube (i.e., the insertion tube was leaking, there was delamination evident on the light guide (lg) tube, and the outer layers were beginning to peel away). These findings suggest this extensive damage has been caused by chemical stress. In addition, service also found the insertion tube was damaged, the adhesive of the light cover glasses was worn, the adhesive of the optical cover glass was worn, the sealant of the outlet pipe was worn, and the distal end adhesive was worn. The colored rings of the aspiration housing and air/water housing were damaged. The identity badge was missing. Switch #1 was worn. The lg tube protectors were loose. The pin unit was corroded. The image was misty. The electrical safety test was not to specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported event (black flakes) occurred due to physical stress applied to the external surface of the insertion section, which was already damaged by chemical stress, during insertion/withdrawal of the device to the patient during the procedure. Chemical damage can occur by various influences, such as, reprocessing, storage conditions, and/or chemicals used during a procedure. It is likely that the reported event occurred by damage of the insertion section which was due to user handling. However, a definitive root cause could not be determined. The device's instructions for use (IFU) provides the following warning: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU also provides the following regarding inspection of the external surface of the device, prior to use: "- inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section (see figure 3.2). Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor field performance for this device.